Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.

Event description:
A model b dermatome 3539250 was involved in a wavy, zebra like cut during a graft. There was patient contact involved, but it is unknown whether there was any patient injury involved. Additional clinical information has been requested.